Event description:
According to the complaint, hex drivers stuck to implant during a procedure and required so much force to disengage that it removed implant, couldn't be engaged again. This is a reportable serious injury.